Event description:
A medtronic representative reported a navigation system using synergy cranial software that became unresponsive in the plan screen with no image displayed in the views. A system re-boot did not resolve the issue, and the system was then unresponsive in select surgeon screen. It was noted that the axiem box was powered on with the stealthstation s7 system powered on. In trouble-shooting, cranial software was re-booted with the emitter unplugged from the axiem box, normal function was restored. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up at the site, reported testing the system just prior to the procedure and it was functioning normally. There was no delay in the surgery as the patient was not in the operating room (or) when this occurred. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.